Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined without the product information.

Event description:
The customer accidentally swallowed a contour test strip. Customer experienced no ill effects. It is not necessary to return the strips for evaluation.